Event description:
Inbound, pt reports cadd ext tubing leaking at filter this morning. Lot 3674566. No further details provided. Diagnosis or reason for use: pph. Is the product compounded? No; is the product over-the-counter? No.